Event description:
On (B)(6) 2014 the explanted generator was returned for product analysis. Results of diagnostic testing indicated the device was operating properly. An in-line cavity go gage and two models of actual lead product were each inserted into the returned header without any difficulty. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that prior to surgery on (B)(6) 2014, the vns patient¿s device showed high impedance. The patient¿s generator was replaced and connected to the existing lead. The device was tested and diagnostic results showed lead impedance within normal limits (impedance value ¿ 3571 ohms). The lead was not replaced during the procedure. The explanted generator has not been returned to date.